Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but the implant failed. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, failed implant. Evaluation: lens work order search. Results: visual inspection of the returned product found the lens optic torn and one haptic torn off and missing. The lens was returned in liquid. A lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).